Event description:
The subject device was interrogated but no longevity estimation was presented during the session. The session was ended and the device re-interrogated, but the same issue was observed. The device was then interrogated with a second programmer and the longevity estimation was finally displayed. Both programmers had the 2.46 (B)(4) version.

Event description:
The subject device was interrogated but no longevity estimation was presented during the session. The session was ended and the device re-interrogated, but the same issue was observed. The device was then interrogated with a second programmer and the longevity estimation was finally displayed. Both programmers had the 2.46 smarview version.